Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 24-year-old female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included female condom in 2008. Previously administered products included for prevent pregnancy: depo provera in 2007. Concurrent conditions included overweight, adenomyosis (superficial) and dysfunctional uterine bleeding. Concomitant products included nsaid's and paracetamol (acetaminophen). In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran), surgery (hysterectomy (full)(uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, alopecia, depression, dyspareunia, abdominal pain and fatigue had resolved and the menstrual disorder, weight decreased and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 170 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Pain intensity: 4 out of 10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet- event anxiety was added. Outcome of the events abdominal pain, pelvic pain, abnormal bleeding and dyspareunia were updated to recovered/ resolved. Onset date of events updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 24-year-old female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included female condom in 2008. Previously administered products included for prevent pregnancy: depo provera in 2007. Concurrent conditions included overweight, adenomyosis (superficial) and dysfunctional uterine bleeding. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced depression ("depression"), fatigue ("fatigue") and weight decreased ("weight loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran), surgery (hysterectomy (full)(uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menstrual disorder and weight decreased outcome was unknown and the menorrhagia, vaginal haemorrhage, alopecia, depression, dyspareunia, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, alopecia, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pain intensity: 4 out of 10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 24-year-old female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included female condom in 2008. Previously administered products included for prevent pregnancy: depo provera in 2007. Concurrent conditions included overweight, adenomyosis (superficial) and dysfunctional uterine bleeding. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced depression ("depression"), fatigue ("fatigue") and weight decreased ("weight loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran), surgery (hysterectomy (full)(uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menstrual disorder and weight decreased outcome was unknown and the menorrhagia, vaginal haemorrhage, alopecia, depression, dyspareunia, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, alopecia, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 170 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pain intensity: 4 out of 10. Most recent follow-up information incorporated above includes: on (B)(6) 2018: this is medically confirmed case. Reporter information was added. This case concerns 24 year old patient. Her demographic was added. Her historical medication, concurrent condition was added. Lab data added. Essure indication was amended. Essure removal date was added. Essure lot number was added. Treatment medications were added. Per mr: mild chronic endocervicitis was added. Per pfs: abnormal bleeding (vaginal/menorrhagia), hair loss, depression, dyspareunia (painful sexual intercourse), abdominal pain, fatigue and weight loss. She had recovered form the following events: abdominal pain, hair loss, fatigue, abnormal bleeding, dyspareunia and depression. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 24-year-old female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female condom in 2008. *pain intensity: 4 out of 10. Previously administered products included for prevent pregnancy: depo provera in 2007. Concurrent conditions included overweight, adenomyosis (superficial) and dysfunctional uterine bleeding. Concomitant products included nsaids and paracetamol (acetaminophen). In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and anxiety ("mental anguish") and was found to have weight decreased ("weight loss"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), autoimmune disorder ("autoimmune diagnosed? Yes") and post procedural complication ("post removal complication"). The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran) and surgery (ablation and hysterectomy (full)(uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, alopecia, depression, dyspareunia, abdominal pain, fatigue, genital haemorrhage and autoimmune disorder had resolved and the menstrual disorder, weight decreased, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 170 lbs patient received treatment for gen. Abnormal bleeding, autoimmune. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: gen. Abnormal bleeding, autoimmune diagnosed? Yes, post removal complication. Events were clubbed, event outcome were updated and reporter information were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent total hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.